Event description:
Device 3 of 3. Ref MFR reports: 1627487-2014-26658, 26659. The pt was implanted with a scs system which includes two leads from the same lot (#3590647). It was reported the pt was not receiving effective stimulation and underwent surgical intervention to remove the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.